Event description:
During the eval of a returned spectrum infusion pump, 2 occurrences of "system error alarm 105" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since this item was found during eval of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The system error 105 alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received, a f/u will be sent. The input/output printed circuit board and acetal gear were replaced.